Manufacturer narrative:
On (B)(6) 2023, the patient was trained and initiated therapy on the life2000. The patient noted the flow rate on the oxygen concentrator dropped from 9 lpm to 8 lpm while connected to the life2000 since receiving the device. The patient did not experience oxygen desaturation and no medical intervention was required. No device alarms, water, kinked or damaged tubing was noted. The patient was unable to complete troubleshooting at the time of the call and was advised to hold use of the life2000 until troubleshooting was completed over the phone or in-home trainer assistance was provided. The patient also reported he was having issues with the oxygen concentrator turning off and alarming prior to using the life2000 and was supposed to receive a new concentrator. The patient denied the oxygen concentrator was turning off or alarming with life2000 use. The baxter respiratory clinician advised the patient to contact the dme company to inspect and service the oxygen concentrator. On (B)(6) 2023, the baxter trainer performed a home visit, and a system fault was noted on the life2000. The ventilator was swapped, which resolved the system fault. The trainer did not observe the flow meter on the oxygen concentrator dropping after swapping the ventilator; however, the trainer did note there were no lights on the oxygen concentrator display, and it was difficult to turn the oxygen level up and down. The knob was not working properly, and a possible issue was noted with the tree. The patient stated someone was delivering a concentrator on (B)(6) 2023. An updated prescription was received from the patient¿s healthcare provider allowing 5-9 lpm of oxygen. The trainer adjusted the device settings for comfort and the patient tolerated therapy with no further issues. The trainer planned to return after delivery of the oxygen concentrator to verify oxygen needs/use with the life2000. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask); assist/control mode of ventilation. The device instruction for use state always have an alternate means of ventilation or oxygen therapy available. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the patient reported a ¿suffocating¿ feeling with use of the life2000 on the high setting, which was resolved by adjusting the device settings. Additionally, the patient observed the ball indicator on the oxygen concentrator flow meter drop from 9 lpm to 8 lpm with use of the life2000. There were no accompanying symptoms reported and no report of oxygen desaturation. The event was not life-threatening, and the patient did not require medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes a serious injury did not occur in this case. Although there was no serious injury reported, if this system interaction/malfunction (decrease in oxygen flow) between the life2000 and third-party vendor oxygen concentrator were to recur, it is likely to cause or contribute to a death or serious injury.

Event description:
It was reported that the patient felt like he was suffocating with use of the life2000 on the high setting. Additionally, it was reported that the flow rate dropped on the patient¿s millennium m10l home oxygen concentrator while connected to the life2000 device. This incident was captured under hillrom complaint ref # (B)(4).